Manufacturer narrative:
Preliminary analysis revealed data corruption due to a non-detectable telemetry error.

Event description:
During standard follow-up performed on (B)(6) 2015, it was observed that: 1. A sequence of anti-tachycardia pacing (atp) delivered on (B)(6) 2015 was not captured in the ventricle. 2. No leads measurements were displayed for the period between (B)(6) 2015. Explanations were requested.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20160126 - file-2015-03570 - customer response # resp-2016-00129.pdf]

Event description:
During standard follow-up performed on (B)(6) 2015, it was observed that: a sequence of anti-tachycardia pacing (atp) delivered on (B)(6) 2015 was not captured in the ventricle. No leads measurements were displayed for the period between end of (B)(6) 2015. Explanations were requested.

Event description:
During standard follow-up performed on (B)(6) 2015, it was observed that: a sequence of anti-tachycardia pacing (atp) delivered on (B)(6) 2015 was not captured in the ventricle. No leads measurements were displayed for the period between end of july and beginning of september 2015. Explanations were requested.